Manufacturer narrative:
Failure analysis (fa) lab received a avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Event description:
Carefusion technical support rec'd a fax from the customer requesting a replacement user interface module, due to the following issue: the screen on one of their units does not light up, however all the leds are lit on the membrane panel. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support replaced the alleged faulty user interface module, and issued a returned goods authorized (rga) number was issued for the return of the alleged faulty user interface module. The alleged faulty user interface module was rec'd by carefusion on february 9, 2015. Carefusion failure analysis lab evaluated it, and determined that the root cause of the reported event was a defective control printed circuit board assembly (pcba). The user interface module was then transferred to the carefusion svc dept, and a new control printed circuit board was installed. After repairing the user interface module, the svc dept ran performance tests, and found that it was performing according to MFR spec.